Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the trunk cable connector pins were bent.    The root cause for the bent pin was excessive force.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a belt cannot run detect and treat testing.